Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Device is not available.

Event description:
Insulin was injected before dinner on (B)(6) 2024, but the liquid could not be injected after the needle penetrated the skin. Check that there was no leakage at the connection between the needle and the injection pen. After replacing the needle, the liquid was injected normally. On april 26, customer service called the contact person to verify: the reported batch number 20470617 could not be found in the system, and the customer said it could not be confirmed. The sales date of the product is unclear, and it is unclear how patients use it. The needle in question has been discarded, and no survey response is required. Sample availability? No. Sample availability details: no sample available.